Event description:
It was reported that the customer's insulin pump was damaged. The drive support cap was missing a piece. Her blood glucose level was not reported. She also received battery out limit alarms. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly corroded battery cap contacts noted. No unexpected battery out limit alarms noted and the operating currents were in specifications. The insulin pump passed displacement and off no power tests. The insulin pump was inspected, no loose drive support cap or missing pieces around drive support cap and no broken reservoir compartment. However, the insulin pump has cracked reservoir tube lip, minor scratches on lcd window, scratches on reservoir tube window and cracked battery tube threads.